Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 2.1 on the auxiliary unit was failed to detect on the bus. A field service engineer (fse) was able to interact with the cubie pockets by using the diagnostics tool and no errors were detected on the drawer. Then the fse shut down the device and the replaced the retractor band to resolve the issue. The fse verified that the customer was able to open and inventory the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had a drawer failure. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.